Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon historical data analysis, batch history review, event description, and review of x-ray. The provided x-ray figures has been viewed. Based on that it could be determined that the rotation axis has fractured above the taper, directly below the screw thread. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear conclusion cannot be drawn. The provided x-ray figure gives also no clear hints regarding the root cause of the breakage. There is no indication for a design-, manufacturing- and/ or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Involved component: nr860k\ enduro locking nut f/rotation axis (aesculap ag reference no. (B)(4)).

Event description:
It was reported that there was an issue with nr886m - enduro meniscal component f2 22mm. According to the complaint description, there was an axis fracture postoperatively. A revision was planned for (B)(6) 2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no.(B)(4) (B)(6).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: the material code was updated to nr881m - enduro meniscal component f2 12mm. The initial implantation occurred in 2023. Involved component: nr860k\ enduro locking nut f/rotation axis (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: b5 - description updated. D1 - brand name. D4 - product code, batch, expiration date. D6 - implant and explant date. D10 - involved component. H4 - manufacture date.